Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient's parent stated the patient was at school on (B)(6) 2022 and the patient passed out. The school nurse provided the patient with "gluco tab". It was reported that the cgm was 103 mg/dl while the cgm was 64 mg/dl during the event. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.